Event description:
The user facility said they saw moisture and white powder residue on the suspect device and base. The connectors are melted and damaged. The device case is also scorched. No injuries alleged. The device was replaced and requested to be returned for eval.